Event description:
It was reported that this right atrial (ra) lead was capped and abandoned due to an unspecified malfunction during a device replacement procedure. The implantable cardioverter defibrillator (ICD) was replaced with a cardiac resynchronization therapy defibrillator (crt-d), a left ventricular (lv) lead was added, and a new right atrial (ra) lead was implanted to replace the old one. The chronic right ventricular (rv) lead remains in service with the new device. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5153218.